Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) was not showing an ECG on the screen. The cables were changed, but the ECG was still not showing on screen. As a result, the pump was switched out. The field service engineer (fse) was called in to service the iabp. The fse checked the ECG leads, front end board, cables and connected the simulator to the pump and was able to get an ECG. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of ECG signal not displayed is not able to be confirmed. A teleflex field service agent serviced the pump and could not reproduce the issue. The pump was able to properly display ECG input. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) was not showing an ECG on the screen. The cables were changed, but the ECG was still not showing on screen. As a result, the pump was switched out. The field service engineer (fse) was called in to service the iabp. The fse checked the ECG leads, front end board, cables and connected the simulator to the pump and was able to get an ECG. There was no report of patient complications, serious injury or death.